Manufacturer narrative:
Batch review performed on 09 april 2018; lot 176247: (B)(4) items manufactured and released on 20 december 2017 expiration date:2022-12-10; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery the patient fractured at the anterior tibia. It was noticed when reducing the trial poly into place, the surgeon believes this happened when impacting the tibia, or due to poor bone quality. The surgery was completed successfully.